Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post-mortem. Other text: it was reported the patient died of complications from sepsis 2 days after a successful extraction and replacement of the rv lead. It is unknown if the device system was explanted postmortem. Additional/corrected information received reported the patient had been seen in the clinic in 2009, and expired 8 days later. No conclusion can be drawn.

Event description:
It was reported the patient died of complications from sepsis 2 days after a successful extraction and replacement of the rv lead. It is unknown if the device system was explanted postmortem. Additional/corrected information received reported the patient had been seen in the clinic in 2009, and expired 8 days later.